Event description:
It was reported that during device unpacking and prior to use in the anatomy, the sterile clear pouch of the xience xpedition device was noted to be sealed with the non-sterile foil pouch. Both pouches were opened in the cath lab. The device itself was used for the procedure without any problems and the stent was implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the issue with the sealed pouch. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. Although a product issue was identified, it does not affect a larger population. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored. Additionally, it was reported that the device was used for the procedure without any problems and the stent was implanted. It should be noted that the instructions for use states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted.